Event description:
The customer reported that during a laparoscopic cholecystectomy procedure in (B)(6), the patient received two burns at the entry/exit point of the accessory. The site did not provide information regarding the degree of burn or type of treatment. A covidien pencil was in use with a megadyne laparoscopic cautery probe. Prior to use, it was noticed that there was a loose connection between the probe and pencil. The incident pencil and other devices were saved but the site has indicated they are not being returned for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.